Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered three inappropriate shocks due to supraventricular tachycardia (svt). The ICD system remains in service. No adverse patient effects were reported.